Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: 1 x zebd-7-7 of lot # c1458397 was returned to cirl for evaluation. During the lab evaluation, it was noted that the stent was returned with a pigtail straightener and the introducer. A 0.035 inch wire guide could not pass side port number five at the ductal end of the stent. The kink was confirmed. There was pinhole perforation noted adjacent to the kink. No other defects were observed. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, a possible cause of this complaint is that the stent may have been kinked while straightening the pigtails with the pigtail straightener. A precaution included in instructions for use states "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." The complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Documents review: a review of the manufacturing records for the device of lot # c1458397 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1458397; upon review of complaints this failure mode has not occurred previously with this lot # c1458397. Prd/fqc/pkg review: prior to distribution, all devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is 100% inspection on all stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc "complete a 100% visual inspection of the packaged unit (tyvek pouched) while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions." IFU review: it may be noted that according to the instructions for use, the user is advised of the following: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent". Summary: the complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under reporting precedence for this device family for the issue of ¿stent kinked/bent¿. The user straightened the pig tail of the stent using the pig tail straightener, and then attempted to advance it over a wire guide, but the wire guide would not be inserted into the lumen. He found a kink in the pig tail, so he replaced it with another zebd-7-7(lot unknown) to complete the procedure.